Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that he received an elevated blood glucose reading of 200 mg/dl in 2007. He stated that he bloused to lower his blood glucose and he received an occlusion (e4) error. He stated that there were air bubbles in the insulin cartridge and infusion tubing. He then changed his infusion set and insulin cartridge and attempted to bolus and he received another occlusion. He stated that he then disconnected from his infusion site and he was able to bolus though the infusion tubing without error. He stated he then reconnected to his infusion site and received another occlusion. He then administered a 10 unit injection of novolog. The patient stated that his blood glucose elevated to as high as 500 mg/dl. To troubleshoot the patient was instructed to bolus 2 units of insulin and he was able to do so without error. The patient was advised to change the battery. Upon follow up the patient's mother stated that the patient's blood glucose returned to normal and he has no further issues with the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.